Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a medwatch. The patient experienced significant pain increase, drug withdrawal, torso numbness, and the inability to urinate. The pain clinic found the pump to be empty ahead of normal refill date. The clinic refilled the pump and requested the patient return in order to measure the amount of drug in the pump. The pump was returned and it was determined that the pump was either delivering too much drug and/or the catheter was leaking drug into the patient¿s torso instead of the patient¿s spinal column. Surgery was done to replace the pain pump and ¿possibly catheter on (B)(6) 2016.¿ concomitant medications included amitriptyline, amlodipine, cyclobenzaprine, losartan, lovastatin, zolpidem, and penile implant.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated the pump was replaced on (B)(6) 2016 and would be sent back to the manufacturer for evaluation.

Manufacturer narrative:
The pump and catheter segment were returned. This pump was being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v 6.0). The pump was bleached, it was treated as group b as stated in the deviation. As received, the pump reservoir had fluid and was left running in simple continuous infusion mode. The pump logs were gathered, and motor stall recovery was noted. This meant that during pump life, there was a motor stall and motor stall recovery. Dispense testing passed. Destructive analysis was performed with no anomalies found on the pump. Returned catheter analysis found no significant anomalies: non-significant incident in the seal of the sc connector (did not affect infusion). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine 25mg/ml, 6.248mg/day), bupivacaine (15mg/ml, 3.749mg/day), and clonidine (100mcg/ml, 24.99mcg/day) in an implantable pump for non-malignant pain and chronic low back pain. During a normal refill on (B)(6) 2016, the expected residual volume (erv) was 10ml. The hcp was unable to aspirate anything. The patient had a history of volume discrepancies. No active alarms audible or listed in the logs. There were no outward complaint from the patient or evidence of over-infusion or withdrawal symptoms/no symptoms reported. No environmental/external/patient factors were thought have led or contributed to the issue. The pump was aspirated with direct vision under fluoroscopy. The pump was refilled with 20ml, aspirated the full amount, and the filled again to verify placement in the reservoir. The patient returned a week later on (B)(6) 2016 and the erv was 16ml and the actual residual volume (arv) was 13ml. The patient returned on (B)(6) 2016 and the erv was 14.8 and the arv was 9.1ml. The patient's status at the time of the event was stated to be alive with no injury. Another volume discrepancy was reported as erv 18ml with arv 15ml on (B)(6) 2016 (unclear if date is correct, because the pump was refilled on (B)(6) 2016 with erv of 10ml and arv of 0ml). The hcp was considering replacing the pump the week of (B)(6) 2016 and asked about warranty and insurance concerns. The alarm test was performed and sounded as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.